Manufacturer narrative:
There is no information on this to date. No evaluation has been done pending the return of the device. Information is insufficient at this time to make a conclusion. Additional lot number 060815

Event description:
The hospital reported that water exceeded the limit line of the chamber. They believe that this occurred because the float did not work properly when the water feedset was spiked to the water bottle.